Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat portal hypertension and esophageal varices using a ruby coil. During the procedure, following the placement of the stent, a 5f glide catheter was delivered over a guidewire and a non-penumbra coil was deployed in an attempt to embolize the varices. The physician then delivered a non-penumbra microcatheter through the glide catheter and attempted to use a ruby coil. While advancing the coil through the microcatheter, the ruby coil unintentionally detached inside the microcatheter. In an attempt to remove the detached coil, the physician pulled the microcatheter through the glide catheter and the coil became lodged in the glide catheter. Numerous attempts were made to flush the coil out the glide catheter and into the varices; however, the coil would not advance. The physician then delivered a guide wire through the glide catheter and attempted to push the coil out of the glide catheter; however, the coil would still not advance. Therefore, the diagnostic catheter was removed with the coil and the procedure was completed. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat portal hypertension and esophageal varices using a ruby coil. During the procedure, following the placement of the stent, a 5f glide catheter was delivered over a guidewire and a non-penumbra coil was deployed in an attempt to embolize the varices. The physician then delivered a non-penumbra microcatheter through the glide catheter and attempted to use a ruby coil. While advancing the coil through the microcatheter, the physician did not mention resistance; however, the ruby coil unintentionally detached inside the microcatheter. In an attempt to remove the detached coil, the physician pulled the microcatheter through the glide catheter and the coil became lodged in the glide catheter. Numerous attempts were made to flush the coil out the glide catheter and into the varices; however, the coil would not advance. The physician then delivered a guide wire through the glide catheter and attempted to push the coil out of the glide catheter; however, the coil would still not advance. Therefore, the diagnostic catheter was removed with the coil and the procedure was completed. There was no report of an adverse effect to the patient.